Event description:
A malfunction on the pump was reported by the caller, identified as malf 9, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.